Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received a sample and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for safety shield fell off with the incident lot was observed. The sample was visually inspected and no damage was identified. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle safety fell off. No injury or medical intervention.